Event description:
(B)(4). Had essure coils implanted in 2011. A few months after implantation, the right coil punctured my fallopian tube. Horrible pain on right side and fever caused my doctor to send me to the hospital for a CT scan (thinking it was my appendix). Hospital didn't find anything wrong with my appendix and sent me home in pain. Waited it out and gradually felt better as time passed. About a month later, I had the hsg confirmation test (to check that essure procedure worked), and radiologist said both sides were in fact blocked as they should be, but there was something strange with the right side. Ob-gyn later confirmed that the right coil had punctured my fallopian tube. Enough scar tissue had formed around the injury by that time that my doctor convinced me to just leave the coils in. Beginning around 2013, random unexplained health symptoms began to pop up: abdominal pain, leg cramps, muscle twitching, constant stabbing pain down inside of left thigh, shooting pains down my legs, hip pain, muscle weakness, shakiness, weight loss, lump/swelling in neck, digestive issues (diarrhea, leaking fecal matter), severe urinary incontinence (daily accidents, going more than 25 times a day), shortened menstrual cycles (24-25 days), very heavy periods (despite having lighter periods for a year or so after the ablation), etc. No doctor has been able to explain my symptoms to me or offer solutions that actually fix the problems I am having (despite numerous tests, bloodwork, and x-rays). My health is the worst it's ever been, and I don't know why. Since I already know that the essure coils can in fact puncture soft tissue and since there also have been several reports of essure coils migrating in women's bodies and causing a significant amount of damage to internal organs as well as a long list of symptoms like mine, I now need to get another hsg test to see where the coils are at in my body and find the source of all my pain and other health problems.